Event description:
Complainant alleged that during the set up of the device for possible patient use, the clinician plugged the internal handles into the device, and the screen displayed a "press charge/defib" message. The clinician then pressed the charge button on the internal handles and the device screen displayed a "release shock" message. The complainant indicated that there was no patient involvement in the reported malfunction.